Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality and it was seen that the dentist has used more drills than recommended to perform the implant installation.

Event description:
(B)(4) ¿ the dentist reported that 1 month and 10 days after the dental implant was installed in patient¿s mouth, its non- osseointegration was observed. Moreover, 32ncm of primary stability was achieved and the patient presented insufficient bone quality/quantity (bone type ii).